Manufacturer narrative:
The lens has been returned to b&l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while the intraocular lens was advancing in the delivery device the haptic became stuck and tore off. The incision was enlarged, the lens was removed and the backup lens was successfully implanted. Sutures were necessary. Please reference MDR #1119279-2013-00173 for the delivery device used in this event.